Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI number. H4: added date of device manufacture. Updated h6: type of investigation from b21 to b14, b20. Updated h6: investigation findings from c21 to c19, c20. Updated h6: investigation conclusions code d16 to d15.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information was reported to gore on august 26, 2025, from the imedidata study database: on (B)(6) 2025, the patient underwent endovascular treatment of a type IV thoracoabdominal aortic aneurysm. The patient was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component and a gore® excluder® iliac branch endoprosthesis iliac branch component. It was reported that spinal cord ischemia was observed on (B)(6) 2025. Treatment was required. The adverse event was noted as resolved on (B)(6) 2025. The patient was discharged to home on (B)(6) 2025.